Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it is reported that collar break apart from hub when in use. Verbiage received, "needle hub broke from blood collection needle. Device malfunction- that is, the device did not do what it was supposed to do." Phlebotomist was screwing vacutainer holder onto needle while holding the safety shield and needle cap securely. The hub holding the safety cap broke exposing the needle and injuring the skin of the phlebotomist¿s right pinky finger. This was a clean sterile needle.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub breaks off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle has been found with the hub separating from the device during use. The following has been provided by the initial reporter: it is reported that collar break apart from hub when in use. Verbiage received, "needle hub broke from blood collection needle. Device malfunction- that is, the device did not do what it was supposed to do." Phlebotomist was screwing vacutainer holder onto needle while holding the safety shield and needle cap securely. The hub holding the safety cap broke exposing the needle and injuring the skin of the phlebotomist¿s right pinky finger. This was a clean sterile needle.